Event description:
It was reported during a laparoscopic appendectomy the device would not fire when it was clamped down on the tissue. The rep stated the device appears to have been fired through the lockout. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. Broken firing trigger teeth and broken short rack. Based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.